Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturer's evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a cranioplate 1.5 scr.mag.cross l:4mm (part # fm921t) was used during a left frontal craniotomy and intracranial pressure monitoring tube implantation procedure performed on (B)(6) 2021. According to the complainant, the patient underwent the removal of an epidural hematoma by way of a left frontal craniotomy plus the implantation of an intracranial pressure monitoring tube due to traumatic epidural hematoma, left temporal lobe hemorrhage, and skull fracture. Reportedly, during the procedure, there was no obvious abnormality when the "nurse took apart the skull connecting piece and screw with complete package." According to the normal operating procedure, the physician placed "the connecting piece on the skull, and then screwed it in." However, while attempting to drive the screw, it broke. The embedded portion of screw was trapped in the patient's skull, and was not able to be removed. At that time, the surgeon immediately checked the patient's head condition and confirmed that the screw fragment has not dislodged into the surgical site. The fragment remained in situ. The procedure was extended approximately fifteen (15) minutes as a result of this event. No patient complications were reported as a result of this event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).